Event description:
The facility reported an infusion pump that turns itself off. Information was not provided regarding whether this report occurred during a patient infusion. Although attempts were made by baxter, details were not provided regarding additional contact informaiton, patient demographics, medication involved, or device programming. The hospital representative stated they have no record of any patient incident involving this pump since the last baxter service event.